Event description:
Patient underwent in 2009, treatment of laryngeal papilloma. Reportedly, patient has poor voice results which may have been due to use of the arthrocare device. During the procedure, it was noted by the physician, the patent had muscle contractions during the procedure and deeper depth of penetration than what was expected. The physician used a lower setting to achieve a lower depth of penetration, but had the same depth of tissue effect. The patient returned 12 days later for treatment of wound in laryngeal with debridement, and administration of steroids to reduce inflammation and scarring.

Manufacturer narrative:
Since the device was not returned, a complete investigation could not be performed. No conclusion can be made.